Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had been scheduled for a full revision due to high lead impedance. The patient had x-ray images taken, but they have not been provided to the manufacturer for review. It was later confirmed that the patient had a full system replacement. Suspect device has not been received by the manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
B5. Corrected event description, initial report: inadvertently did not report information regarding vns lead being placed in abdomen and snapping.

Event description:
The company representative had reported that the patient originally had the vns placed in the left abdomen. It caused tension on the lead which ultimately broke it. It had snapped apart. The new vns generator was placed in the left chest. It was later reported that the explanted devices have been discarded and are unavailable for return to the manufacturer. .